Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and need to reseat the cable. A field service engineer (fse) replaced the drawer controller board and the module controller and verified proper operation through diagnostics and application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the whole tower drawer had failed and was not connected to the wire. The user reseated the cable at the back and rebooted the station, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.